Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 11 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer's spouse called paramedics and customer went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with "insulin drip, ventilation, antibiotics", resolving the issue with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.